Event description:
Heard screenching noise during coagulation followed by a popping noise during cutting. The smoke was visible from the top of the working element near dac cord connection. Note: working element was dragging when tested by surgeon.